Event description:
It was reported that during a rectum procedure, there was an incomplete staple line. Another like device from a competitor was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). (B)(4). Anvil not returned. The analysis results found that the device arrived with the anvil missing, otherwise in good visual condition. As the original anvil was not received, further investigation with the original anvil could not be performed. The breakaway washer was not present and there were no staples present. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality with a test anvil; it fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. It should be noted that all devices are inspected 100% for staple presence by an automated vision system, and are visually inspected 100% as a final check. In addition, at finished goods, the devices are visually inspected based on a sample. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
(B)(4). Initial report: this non-serious spontaneous report was received from a physician via our affiliate in (B)(4). This report involves a patient who was administered sculptra in (B)(6) 2005 (dosage and indication were not reported). Medical history and concomitant medications were not reported. A physician states that he has a patient who has some post injection lumps. The patient was injected in (B)(6) 2005. In (B)(6) 2006 the patient presented with six lumps in the perioral region and was treated with injectable steroids. In (B)(6) 2007 the patient presented with four lumps in the same area. Once again treatment was provided with injectable steroids. The patient further presented with two lumps in (B)(6) 2007 to the same region. The physician has advised the patient to wait and see what happens. The reporter's causality assessment was not provided. Addendum for follow-up received on (B)(6) 2007: additional information indicates the patient's medical history includes developing nodules after restylane injection. The physician stated that the original nodules had been settling after steroid injection and time, but they have flared up again after injection of radiesse on (B)(6) 2007. Concomitant medication includes profeme (skin rejuvenation). The patient's physician stated that the patient was first injected with sculptra on (B)(6) 2005 (5 ml dilution volume) in the cheeks, perioral and glabella regions. The second treatment was on (B)(6) 2007 (5 ml dilution volume) in the perioral glabella, nasolabial fold regions. The physician reports that the patient had previous similar events after treatments with other products.